Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had terminal end damaged. When the physician disconnected the lead from the device header, this lead came apart. Additional information received from the field representative indicates that the system was decided to be removed due to patient had vein occlusion. This rv lead was surgically abandoned. No adverse patient effects were reported.